Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2023-00306. It was reported that patient needs an MRI for other unrelated health issues; however, the system was unable to enter MRI mode. Lead diagnostic testing showed that four lead contacts were high. In turn, the system was unable to enter MRI mode. Troubleshooting such as repositioning the body into different positions was attempted to no avail. Surgical intervention was undertaken wherein the system was explanted.